Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic mitral valve was explanted after an implant duration of approximately 7 years, 10 months due to mitral stenosis. She also had stenosis of her aortic valve, also requiring replacement. Per the discharge summary, intra-operative tee demonstrated moderate stenosis from calcified mitral prosthetic leaflets. The device was replaced with a new edwards bioprosthetic valve. The patient tolerated the procedure well. Unfortunately, the patient's post-operative course was complicated by fever, jaundice, and was poorly responsive. The gravity of the patient's condition worsened, and the patient's family was made aware of her grave prognosis. The family wished to withdraw care, and the patient expired on pod #5.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcified leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.